Event description:
A (B)(6) male pt called zoll customer support to report a service code 204. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation, the trunk cable connector was damaged. The root cause of the damaged connector cannot be positively identified, but was likely a result of excessive force. No adverse event resulted form the damaged trunk cable connector. The pt received a replacement electrode belt.